Manufacturer narrative:
Results - inherent risk of procedure (endoleak). Incorrect technique/procedure. Conclusion - device failure related to user handling (stent graft was pulled down too far).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm had a short neck and exhibited 2 cm growth over the past 6 months. Vessel morphology was not reported. It was reported that the patient presented emergently, and during the implantation of the aneurx device, the stent graft was pulled down too far, missing the intended landing zone and resulting in a slight proximal type I endoleak. The pigtail catheter used during the implant may have been lower than intended. The physician elected to implant an additional proximal aneurx cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.